Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported the string on the pessary frayed and shredded apart and she was unable to remove the pessary from her vaginal cavity. She went to the ER the next day where she was seen by the ER gynecologist who removed the pessary. Consumer experienced pain during removal which resolved after the pessary was removed. She did not receive any additional medical treatment and did not experience any adverse health effects.